Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Litigation alleges pain, physical deformity, scarring, lost muscle tissue, loss of full use of limb and physical limitation, and elevated metal ion levels.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update apr 06, 2017 medical records received. After review of medical records for MDR reportability, it was reported that the patient experienced pain, large bursal hematoma, aseptically loose cup/retroversion, and fibrosis. Was no indication for elevated metal ions. No laboratory values were provided for the alleged high metal ion levels. This complaint was updated on apr 25, 2017.

Event description:
Update rec'd 1/21/2015- explant retrieval form received. Dor updated. The stem and sleeve are being added for elevated metal ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.